Event description:
The physician reported that at an unspecified time following breast reconstruction with veritas collagen matrix and an unspecified breast implant placement, the pt developed erythema around the wound site. The pt did not suffer a fever nor did the wound site appear to be hot. The pt was administered an antibiotic as precaution. The erythema resolved some time later.

Manufacturer narrative:
Event date unk. Implant date unk. No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.